Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked during fill tubing. The customer could not specify the location of the leak. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge.